Manufacturer narrative:
(B)(4). D10: 650-1162 delta cer fem hd 32/0mm t1 3161013. 110017105 g7 finned 4 hole shell 56f 7549003. G2: foreign: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty that the insert was impacted several times while trying to insert and after approximately forty (40) minutes the liner was unable to be inserted. The patient began to bleed, and the surgeon decided to open another insert and another femoral head in the next diameter, being the option that was available at the time. The cup was successfully implanted without any problems. Surgical technique of the products was utilized.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.